Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for leaflet damage and increased mitral regurgitation post procedure, requiring intervention. It was reported that on (B)(6) 2016, one mitraclip was implanted, reducing degenerative mitral regurgitation (mr) from grade 4 to grade 1. On (B)(6) 2017, the patient presented with dyspnea, decompensated heart failure (new york heart association-(nyha) iii) and increased mr grade 4 due to a posterior leaflet cleft and ruptured chordae felt to be related to the implanted mitraclip. The implanted clip had remained stable and was well seated on the leaflets. Another mitraclip procedure was performed that day. A clip delivery system (cds) was advanced to the left atrium, however, was unable to be advanced to the ventricle due to the small mitral valve containing large calcified plaque. Therefore, no clip was implanted and the procedure was ended. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of worsening mitral regurgitation (mr), dyspnea, mitral valve injury (tissue damage), and worsening heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All information was reviewed and the reported tissue damage appears to be due to the implanted clip, which then resulted in the mr. The mr then caused the cascading effects of dyspnea and heart failure. The reported additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent a second mitraclip procedure in attempts to reduce the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.